Event description:
Clinical team member noticed a smell coming from the humidifier. Device smelled as if a component was burning. Humidifier was removed from the ventilator. The manufacturer was alerted as to the incident. A representative was sent out to examine the device and take pictures. After examination, the device was discarded.